Manufacturer narrative:
Failure analysis noted the insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had a scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 78 mg/dl. The customer stated the insulin pump was exposed to moisture; water. She stated there was fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.